Manufacturer narrative:
The device was not returned for analysis. The root cause could not be determined without evaluation of the device.

Event description:
On (B)(6) 2023, after 30 minutes of use, the oxygenator began to leak blood at the co2 outlet. The device was replaced to complete the procedure. There was no adverse patient effect.